Event description:
It was reported that the metal connection on the unit was falling apart and was lifting off.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.